Event description:
It was reported that a pocket infection occurred causing sepsis. The implantable pulse generator (ipg) system will be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # product ID# (B)(6) the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. (B)(4).